Event description:
The millennia monitor is used to remotely monitor patients in the MRI room. Two (2) years ago there was an upgrade on the MRI signa lx 1.5t machine and the company did not inform the hospital that with the upgrade there will be interference with the monitor thus heart rhythm is not clearly monitored. This is found to be unsafe for critically ill patients being monitored during the MRI procedure.